Event description:
The customer reported experiencing high blood glucose level displayed as "high"; although specific value was not provided. The customer planned to take corrective actions, including an insulin injection, a corrective bolus via the pump and changing out the supplies to address the issue. Technical support provided guidance, and the customer expressed appreciation for the support and agreed to the plan.